Event description:
Caller reported a malfunction on the pump, specifically identified with malfunction code malf 0 and fault ID 0x277d. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.